Event description:
It was reported by the purchasing agent that the user was unable to aspirate blood from the intra-aortic balloon (iab) after insertion. As a result, another iab was inserted. There was no reported patient death or injury. There were no reported patient complications. The outcome of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.follow-up report will be filed if additional info becomes available.